Manufacturer narrative:
The investigation into the optical system error alarm has been completed. Pump was not returned for investigation. The data logs show an optical system error alarm, along with the air gap trend. Based on the logs, it is evident that when the pump was unplugged and re-plugged, the 5s parameters were within specification. The cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug based on data log review. The failure modes will be monitored and trended.

Event description:
The user facility reported an 82-year-old male with left ventricle dysfunction was to be implanted with an impella cp device for mechanical circulatory support. The impella pump was not inserted due to optical sensor failure. A new device was set up and implanted after the first pump failed. There was no adverse event to the patient as a result of this incident.